Event description:
Lumbar disc shaver mid shaft separated at the weld region. This was discovered prior to surgery. No procedural events related to this break. No harm or injury to patient. Potential handling error. Cause indeterminate.